Event description:
It was reported the pump was explanted due to premature battery depletion. There was a critical alarm. No diagnostic testing or troubleshooting was performed or required. The patient experienced increased spasticity. The cause of the product issue was not determined. The system was being used to deliver baclofen. The patient status at the time of the report was ¿alive- no injury.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n180427, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# l80325, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was later reported that, after the pump was replaced, the issue was considered to be resolved. Additional information, including patient outcome and the cause of the event, was not reported, however additional follow-up is being conducted to obtain this information.

Manufacturer narrative:
Analysis of the pump revealed a feedthru anomaly of the motor, which was specified as shorting across the insulator.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.